Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # tft20101; lot # e19di1432; supplier: (B)(4). Batch1: lot units were released on 05 june 2020 with no discrepancies. No non conformance reports were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the trial inserter sh connection, p/n: tft20101, lot: e19di1432. Was received in a disassembled condition with the inserter pin. The devices exhibit signs of normal use. No cosmetic defects were observed on the surface of the devices. A functional test to assess the assembly allegation was performed. The inserter pin was introduced through the connector until the notch on the tip of the pin aligned with the slot on the distal end of the connector. After that, the knob was turned to thread the pin to the connector. The pin was successfully assembled to the connector. The complaint condition was not replicated. A functional test to assess the assembly of the device with the implant trial was not conducted since the trial was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the trial inserter sh connection, p/n: tft20101, lot: e19di1432 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: current and manufactured; dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on during a spinal fusion procedure on (B)(6) 2023, the trial and implant holder from the conduit tlif set were almost impossible to assemble. With a lot of force, one implant holder and one trial holder were able to be assembled. Considering the problem, the surgeon didn¿t feel secure to do a tlif and finally switched to plif. Surgery was delayed by 20 minutes due to the reported event. The procedure was completed successfully, and there was no consequence to the patient. No further information is available. This report involves one implant inserter sh connection. This is report 4 of 4 for (B)(4).